Event description:
It was reported that the tip of the syringe continued to disconnect during the procedure. A second syringe was used to complete the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.